Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three week post implant, the right atrial (ra) lead exhibited a low unipolar atrial lead impedance alert. The ra lead remains in use. No patient complications have been reported as a result of this event.